Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a low blood glucose of 34 mg/dl. The customer had been having low blood glucose for six hours. The patient was treated with liquid glucose. The customer's blood glucose has since increased to 244 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. A displacement test also passed. The nurse did not believe that the insulin pump was over-delivering. No products were returned or replaced.